Event description:
Caller states patient tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. Based on the reported results, the patient was advised to hold their warfarin dose that evening. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.